Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulsed field ablation catheter was selected for use. During setup for a procedure to treat an atrial fibrillation (a fib), the catheter presented a foreign material. There were multiple cloudy white lines in the flushing port. It could not be determined whether there was air contamination. The device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory, the farawave catheter was visually inspected, and no abnormalities were observed. There was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section. At the same time, irrigation was tested, and no issues were observed. Functional testing was performed, and a guidewire was successfully inserted through the catheter and able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that a farawave pulsed field ablation catheter was selected for use. During setup for a procedure to treat an atrial fibrillation (a fib), the catheter presented a foreign material. There were multiple cloudy white lines in the flushing port. It could not be determined whether there was air contamination. The device was replaced, and the procedure was completed without patient complications. The catheter was received for analysis.